Manufacturer narrative:
It was reported that there was a separation. Three unopened samples model 2420-0007, lot 22115569 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and no leaks were observed. The customer complaint was unable to be verified because the event sample was not returned. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. Verbatim: it was reported by customer that leaking incidents that have occurred onsite at xxxx. In each of these cases, the primary tubing has been identified as defective. Tubing being loose in another component of the product which causes leakage when distributing patient medication.